Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report that the drive support cap is loose and is sticking out of the insulin pump. Customer's blood glucose levels were not included in the report. Customer reported that they did push the cap back in. Troubleshooting was done and the pump passed the displacement test. Product is expected to return.

Manufacturer narrative:
Findings: pump passed operating current, unexpected restart alarm error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and stained end cap sticker.